Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a greater than 5cm dimeter abdominal aortic aneurysm. It was reported that during a recent follow up the CT demonstrated a distal type I endoleak with aneurysm sac expansion. The physician implanted another iliac limb distally and the distal type I endoleak was resolved. Per the physician, the cause of the distal type I endoleak was patient anatomy related, aortic remodeling. No additional clinical sequelae were reported and the patient is fine.